Event description:
It was reported that a spectrum pump displayed system error 105 during biomed testing. It was also reported there was no patient involvement.

Manufacturer narrative:
MFR. Ref no. : (B)(4). Baxter received and evaluated the device. The reported system error 105 occurred upon powering the device on thereby confirming he customer's allegation. However, further testing was unable to reproduce this condition. The issue was determined to have been caused by a failed motor flex. The motor assembly was replaced.